Event description:
Pt had umbilical herniorrhaphy on 10/4/93. On 10/8/93 pt presented to emergency dept with severe nausea and vomiting. On 10/9/93, it was confirmed that pt had incarcerated obstructing ventral umbilical hernia for which he underwent repair. Sutures which had been used for the herniorrhaphy of 10/4//93 had come undone.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.